Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a week post-operative of an open mammoplasty where the device was applied during skin closure, there was surgical wound dehiscence.